Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.

Event description:
The complainant has reported that a female underwent a therapeutic procedure, to place a polyflex esophageal stent to treat a tight esophagojejunal stricture in 2007. The clinician intially utilized a therapeutic gastroscope, then switched to a diagnostic gastroscope due to difficulty maneuvering the scope past the stricture. The deployment system was advanced over the wire under fluoroscopic guidance, the tip got to the site of the stricture. Advancement of the system led to bending of the deployment system above the level of the stent. Bending of the system resulted in a tear of the esophagus at 30-35cm from the incisors. The patient underwent a thoracotomy and esophageal repair. Subsequent to the surgical repair, the patient was reported as "doing well and discharged to home".